Manufacturer narrative:
A review of the technical service onsite showed that the laser was successfully verified prior and after the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. . No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A center director reported a trace diffuse lamellar keratitis (dlk) in a patient's right eye one day post lasik. Patient was prescribed a steroid drop to use every four hours. Dlk was reported to be resolved three days post lasik. Striae was reported in this patient's right eye three days post lasik. Patient's cornea was refloated six days post lasik. Cornea was reported to be clear one day post refloat. An epithelial ingrowth was noted in a patient's right eye 2 months 29 days post lasik. Patient experienced a loss of best corrected visual acuity in the right eye. Patient will be rechecked in four months. Additional information has been requested.